Event description:
An intra-aortic balloon pump was alarming "volume loss" after approx 2 1/2 weeks of counterpulsation. The pt was transfered to another intra-aortic balloon pump without incident. There were no pt complications involved. No further details are available. The bio-med dept at the user facility evaluated the balloon pump. Condensation was noted in the extension tubing. A helium leak was also noted. The helium valve was changed and the pump functioned as intended. The pump was placed back in service. The operating manual outlines the procedure for locating the possible causes for a "volume loss/slow" alarm. Maintenance schedule outlines routine maintenance steps which address this issue.